Event description:
The reporter that the surgeon attempted to insert a aa4203tl single piece silicone lens with toric optic and the lens tore. No patient injury. The cause of the lens tear was due to the lens not being loaded correctly in the cartridge.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one lens haptic is torn. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.